Event description:
It was reported that the patient had a superficial pocket infection. The patient was placed on antibiotics and underwent a revision procedure wherein the pocket site was cleaned and replaced the ipg. The explanted device was not returned. Additional information was received that it was unknown whether the infection was device related and the cause was unknown. The patient was also given additional IV antibiotics for four weeks. The patient was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a superficial pocket infection. The patient was placed on antibiotics and underwent a revision procedure wherein the pocket site was cleaned and replaced the ipg. The explanted device was not returned.